Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected fields - b5, b6, b7, d10, h6 (health effect ¿ impact codes). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the on-site inspection found that the machine failed to automatically inflate during the power-on test. The inspection initially determined that the helium cylinder valve group was faulty. The user was advised to replace it, but the user thought the price was too high and currently disagreed with the quotation, so the replacement of accessories could not be performed.

Event description:
It was reported by the user that, during test before use, the cardiosave intra-aortic balloon pump (iabp) experienced automatic inflation failure. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6), event site telephone- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the user that, before use, the cardiosave intra-aortic balloon pump (iabp) was tested and an automatic inflation failure was detected. There was no harm or injury reported.